Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my hysterectomy was last thursday') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-jun-2019: social media received reporters information updated event: injury nos was updated to medical device removal. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 627754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted no" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (live births: (B)(6) 2003, (B)(6) 2004, (B)(6) 2006, (B)(6) 2008), arthritis, back disorder, degenerative disc disease, degenerative disc disease, gerd, neuropathy, tobacco abuse, dysuria, constipation and low back pain. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to(B)(6) 2009 for contraception as well as buspirone, escitalopram oxalate (lexapro), fluoxetine hydrochloride (prozac), gabapentin (neurontin) from (B)(6) 2012 to (B)(6) 2019, ibuprofen since 2009, omeprazole, ondansetron (zofran), oxymorphone since (B)(6) 2016, paracetamol (tylenol) since (B)(6) 2009 and tizanidine hydrochloride (zanaflex) from (B)(6) 2012 to (B)(6) 2019. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("urinary tract infection"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), autoimmune disorder ("autoimmune disorder"), bladder disorder ("bladder or urinary problem/changes"), urinary tract disorder ("bladder or urinary problem/changes"), hypersensitivity ("allergic or hypersensitivity reaction- type:") and rash ("rashes or skin condition- skin") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), secondary adrenocortical insufficiency ("secondary adrenal insufficiency") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, secondary adrenocortical insufficiency, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, urinary tract infection, nausea, vaginal discharge, weight increased, autoimmune disorder, bladder disorder, urinary tract disorder, hypersensitivity, vulvovaginal pain and rash outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, alopecia, autoimmune disorder, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, rash, secondary adrenocortical insufficiency, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: date of insertion is (B)(6) 2009 and as per pfa date of pregnancy(stillbirth or miscarriage) is (B)(6) 2009. As per pregnancy details date of pregnancy is (B)(6) 2011-miscarriage. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: pfs and mr received: lot number added. Event medical device removal coding updated to pelvic pain female, new event abnormal bleeding (general), abnormal bleeding (vaginal), menorrhagia, apareunia, autoimmune disorder, secondary adrenal insufficiency, bladder disorder, urinary tract disorder, dental problems, dysmenorrhea, dyspareunia, fatigue, hair loss, infection ¿ urinary tract, nausea, nickel allergy, pregnancy with essure, device ineffective, pregnancy miscarriage, rashes or skin conditions, vaginal discharge, weight gain, vaginal pain, rash, device monitoring procedure not performed were added. Reporter address and new reporter and patient date of birth were added. Historical condition concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (batch no. 627754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted no". The patient's medical history included multigravida, parity 4 (live births: (B)(6) 2003, (B)(6) 2004, (B)(6) 2006, (B)(6) 2008), arthritis, back disorder, degenerative disc disease, degenerative disc disease, gerd, neuropathy, tobacco abuse, dysuria, constipation and low back pain. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2009 for contraception as well as buspirone, escitalopram oxalate (lexapro), fluoxetine hydrochloride (prozac), gabapentin (neurontin) from (B)(6) 2012 to (B)(6) 2019, ibuprofen since 2009, omeprazole, ondansetron (zofran), oxymorphone since (B)(6) 2016, paracetamol (tylenol) since (B)(6) 2009 and tizanidine hydrochloride (zanaflex) from (B)(6) 2012 to (B)(6) 2019. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("urinary tract infection"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), autoimmune disorder ("autoimmune disorder"), bladder disorder ("bladder or urinary problem/changes"), urinary tract disorder ("bladder or urinary problem/changes"), hypersensitivity ("allergic or hypersensitivity reaction- type:") and rash ("rashes or skin condition- skin") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). On an unknown date, the patient experienced abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), secondary adrenocortical insufficiency ("secondary adrenal insufficiency"), vulvovaginal pain ("vaginal pain"), malaise ("sick"), nerve injury ("severe nerve damage") and recurrent urinary tract infection ("I was dealing with utis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, secondary adrenocortical insufficiency, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, urinary tract infection, nausea, vaginal discharge, weight increased, autoimmune disorder, bladder disorder, urinary tract disorder, hypersensitivity, vulvovaginal pain, rash, malaise and nerve injury outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, alopecia, autoimmune disorder, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, malaise, menorrhagia, nausea, nerve injury, pelvic pain, pregnancy with contraceptive device, rash, secondary adrenocortical insufficiency, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight increased and recurrent urinary tract infection to be related to essure. The reporter commented: date of insertion is (B)(6) 2009 and as per pfa date of pregnancy(stillbirth or miscarriage) is (B)(6) 2009. As per pregnancy details date of pregnancy is (B)(6) 2011-miscarriage. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New reporter added. New event uti added. On (B)(6) 2020: social media received . Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 627754) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted no". The patient's medical history included multigravida, parity 4 (live births: (B)(6) 2003, (B)(6) 2004, (B)(6) 2006, (B)(6) 2008), arthritis, back disorder, degenerative disc disease, degenerative disc disease, gerd, neuropathy, tobacco abuse, dysuria, constipation and low back pain. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2009 for contraception as well as buspirone, escitalopram oxalate (lexapro), fluoxetine hydrochloride (prozac), gabapentin (neurontin) from (B)(6) 2012 to (B)(6) 2019, ibuprofen since 2009, omeprazole, ondansetron (zofran), oxymorphone since march 2016, paracetamol (tylenol) since (B)(6) 2009 and tizanidine hydrochloride (zanaflex) from (B)(6) 2012 to (B)(6) 2019. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital hemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("urinary tract infection"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), autoimmune disorder ("autoimmune disorder"), bladder disorder ("bladder or urinary problem/changes"), urinary tract disorder ("bladder or urinary problem/changes"), hypersensitivity ("allergic or hypersensitivity reaction- type:") and rash ("rashes or skin condition- skin") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). On an unknown date, the patient experienced abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), secondary adrenocortical insufficiency ("secondary adrenal insufficiency"), vulvovaginal pain ("vaginal pain") and malaise ("sick"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital hemorrhage, vaginal hemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, secondary adrenocortical insufficiency, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, urinary tract infection, nausea, vaginal discharge, weight increased, autoimmune disorder, bladder disorder, urinary tract disorder, hypersensitivity, vulvovaginal pain, rash and malaise outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, alopecia, autoimmune disorder, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital hemorrhage, hypersensitivity, malaise, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, rash, secondary adrenocortical insufficiency, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: date of insertion is (B)(6) 2009 and as per pfa date of pregnancy(stillbirth or miscarriage) is (B)(6) 2009. As per pregnancy details date of pregnancy is (B)(6) 2011-miscarriage. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: sick. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (batch no. 627754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted no". The patient's medical history included multigravida, parity 4 (live births: (B)(6) 2003, (B)(6) 2004, (B)(6) 2006, (B)(6) 2008), arthritis, back disorder, degenerative disc disease, degenerative disc disease, gerd, neuropathy, tobacco abuse, dysuria, constipation and low back pain. Concomitant products included medroxyprogesterone acetate (depo provera) from january 2009 to july 2009 for contraception as well as buspirone, escitalopram oxalate (lexapro), fluoxetine hydrochloride (prozac), gabapentin (neurontin) from january 2012 to january 2019, ibuprofen since 2009, omeprazole, ondansetron (zofran), oxymorphone since (B)(6) 2016, paracetamol (tylenol) since (B)(6) 2009 and tizanidine hydrochloride (zanaflex) from january 2012 to january 2019. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("urinary tract infection"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), autoimmune disorder ("autoimmune disorder"), bladder disorder ("bladder or urinary problem/changes"), urinary tract disorder ("bladder or urinary problem/changes"), hypersensitivity ("allergic or hypersensitivity reaction- type:") and rash ("rashes or skin condition- skin") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). On an unknown date, the patient experienced abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), secondary adrenocortical insufficiency ("secondary adrenal insufficiency"), vulvovaginal pain ("vaginal pain"), malaise ("sick") and nerve injury ("severe nerve damage"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, secondary adrenocortical insufficiency, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, urinary tract infection, nausea, vaginal discharge, weight increased, autoimmune disorder, bladder disorder, urinary tract disorder, hypersensitivity, vulvovaginal pain, rash, malaise and nerve injury outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, alopecia, autoimmune disorder, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, malaise, menorrhagia, nausea, nerve injury, pelvic pain, pregnancy with contraceptive device, rash, secondary adrenocortical insufficiency, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: date of insertion is (B)(6) 2009 and as per pfa date of pregnancy(stillbirth or miscarriage) is (B)(6) 2009. As per pregnancy details date of pregnancy is (B)(6) 2011-miscarriage. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reporter added. New event nerve damage added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 627754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted no". The patient's medical history included multigravida, parity 4 (live births: (B)(6) 2003, (B)(6) 2004, (B)(6) 2006, (B)(6) 2008), arthritis, back disorder, degenerative disc disease, degenerative disc disease, gerd, neuropathy, tobacco abuse, dysuria, constipation and low back pain. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2009 for contraception as well as buspirone, escitalopram oxalate (lexapro), fluoxetine hydrochloride (prozac), gabapentin (neurontin) from (B)(6) 2012 to (B)(6) 2019, ibuprofen since 2009, omeprazole, ondansetron (zofran), oxymorphone since (B)(6) 2016, paracetamol (tylenol) since february 2009 and tizanidine hydrochloride (zanaflex) from (B)(6) 2012 to (B)(6) 2019. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("urinary tract infection"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), autoimmune disorder ("autoimmune disorder"), bladder disorder ("bladder or urinary problem/changes"), urinary tract disorder ("bladder or urinary problem/changes"), hypersensitivity ("allergic or hypersensitivity reaction- type:") and rash ("rashes or skin condition- skin") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), secondary adrenocortical insufficiency ("secondary adrenal insufficiency") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, secondary adrenocortical insufficiency, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, urinary tract infection, nausea, vaginal discharge, weight increased, autoimmune disorder, bladder disorder, urinary tract disorder, hypersensitivity, vulvovaginal pain and rash outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, alopecia, autoimmune disorder, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, rash, secondary adrenocortical insufficiency, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: date of insertion is (B)(6) 2009 and as per pfa date of pregnancy(stillbirth or miscarriage) is (B)(6) 2009. As per pregnancy details date of pregnancy is (B)(6) 2011-miscarriage. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Lot number: 627754 manufacture date: 2008-08 expiration date: 2010-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (batch no. 627754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted no". The patient's medical history included multigravida, parity 4 (live births: (B)(6) 2003, (B)(6) 2004, (B)(6) 2006, (B)(6) 2008), arthritis, back disorder, degenerative disc disease, degenerative disc disease, gerd, neuropathy, tobacco abuse, dysuria, constipation and low back pain. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2009 for contraception as well as buspirone, escitalopram oxalate (lexapro), fluoxetine hydrochloride (prozac), gabapentin (neurontin) from (B)(6) 2012 to (B)(6) 2019, ibuprofen since 2009, omeprazole, ondansetron (zofran), oxymorphone since (B)(6) 2016, paracetamol (tylenol) since (B)(6) 2009 and tizanidine hydrochloride (zanaflex) from (B)(6) 2012 to (B)(6) 2019. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss/ hair falling out"), urinary tract infection ("urinary tract infection"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), autoimmune disorder ("autoimmune disorder"), bladder disorder ("bladder or urinary problem/changes"), urinary tract disorder ("bladder or urinary problem/changes"), hypersensitivity ("allergic or hypersensitivity reaction- type:") and rash ("rashes or skin condition- skin") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). On an unknown date, the patient experienced abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), secondary adrenocortical insufficiency ("secondary adrenal insufficiency"), vulvovaginal pain ("vaginal pain"), malaise ("sick"), nerve injury ("severe nerve damage"), recurrent urinary tract infection ("I was dealing with utis") and visual impairment ("vision issue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, secondary adrenocortical insufficiency, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, urinary tract infection, nausea, vaginal discharge, weight increased, autoimmune disorder, bladder disorder, urinary tract disorder, hypersensitivity, vulvovaginal pain, rash, malaise and nerve injury outcome was unknown, the alopecia had resolved and the visual impairment had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, alopecia, autoimmune disorder, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, malaise, menorrhagia, nausea, nerve injury, pelvic pain, pregnancy with contraceptive device, rash, secondary adrenocortical insufficiency, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain, weight increased and recurrent urinary tract infection to be related to essure. The reporter commented: date of insertion is (B)(6) 2009 and as per pfa date of pregnancy(stillbirth or miscarriage) is (B)(6) 2009. As per pregnancy details date of pregnancy is (B)(6) 2011-miscarriage. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media was received. Event added- vision issue. Reporter were added. Event outcome were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.